Event description:
(B)(4) - a single-blinded, randomized, controlled study to evaluate the safety and effectiveness of evicel fibrin sealant (human) compared to a hydrogel sealant as an adjunct to sutured dural repair. (B)(6). On (B)(6) 2016, (B)(6), a (B)(6) male, underwent study surgery (suboccipital craniotomy for pineocytoma) and was randomized to duraseal (batch number (B)(4)). The underlying disease for study surgery was a slow growth pineocytoma, under surveillance for the last 4 years. The patient was admitted to the hospital for study surgery on (B)(6) 2016. After resection of pineocytoma on (B)(6) 2016, the patient had ongoing disorientation post-operatively. On pod#1, due to ongoing confusion, the patient self-removed the indwelling catheter (idc) and must have been recatheterized with a 12f 2 way catheter. The patient also complained of diplopia (resolved on (B)(6) 2016), headache (ongoing) and impaired vision (ongoing).

Manufacturer narrative:
Integra has completed their internal investigation on 08 aug 2016. The investigation included: the product was not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. If additional information is obtained, or the sample is returned, we will re-open this investigation.